Event description:
It was reported patient was recently received a generator replacement. Impedance at the time of replacement was within normal limit. About a month after the replacement, high impedance was seen. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. Patient had pin reinsertion surgery. Generator was disconnected and tested with test resistor and found to be working fine with 4000 ohms impedance. The implanted lead was reinserted into the implanted generator and impedance was reported to be in the 2000ohms. The pin was reinserted properly, and the generator/lead were not replaced. No other relevant information has been received to date.